Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported the had forgotten about their appointment due to a family illness. The patient's pump was alarming and out of medication at the refill visit. An empty reservoir alarm occurred on (B)(6) 2014 and low reservoir alarm occurred on (B)(6) 2014. The pump was refilled and reprogrammed. The patient had symptoms of increased stiffness and were listed as mild severity. The event resolved without sequelae on (B)(6) 2014. The pump was used to deliver lioresal.